Event description:
Continuous renal replacement therapy (crrt) machine turned off during therapy. Registered nurse (rn) clamped line to patient immediately. Machine turned off and back on. System failure alarm persisted. Pop up stated a system failure has occurred warning discontinue treatment. Treatment was ended. Blood was not returned. New machine obtained and patient was re-started on crrt therapy. Vital signs remained stable. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) ongoing investigation.